Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v462932, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient started to have a return of symptoms on christmas eve. The patient tried to increase stimulation, but got the poor communication screen. The patient had not interrogated the implantable neurostimulator (ins) ¿in months¿ and the last known setting was on program 3 at 3.7volts. The patient was at the point where she did not necessarily feel stimulation. The patient changed the programmer batteries when she received the poor communication screen. The patient tried to communicate without the antenna, but was unable to connect.